Event description:
It was reported that during the patient¿s trial they hooked their extension on something and it fractured. It was noted the patient started their trial (B)(6) 2014 and they were going to go in on (B)(6) 2014 to revise it. It was later reported the patient was brought back in and they did a fluoroscopy and confirmed the lead was okay and only the extension was broken. It was stated they replaced the extension and the patient was continuing the trial.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-03, serial# unknown. Product type: screening device. Product ID: 3550-05, serial# unknown. Product type: accessory. Product ID: neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).